Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Power supply replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column intermittently will not go down on the 9800md system. No patient injury reported.